Event description:
Revision of right total knee replacement on (B)(6) 2022. Initial tkn was performed on (B)(6) 2018 using zimmer nexgen device. Original device failed resulting in great pain and closed fracture of the tibia. Original tkn device lasted only 4 years and 8 months. Xray indicated zimmer nexgen device had loosened resulting in a closed fracture of the tibia. FDA safety report ID # (B)(4).